Manufacturer narrative:
Updated information: d9. Investigation summary 10/09/2025. Received one (1) photo of the plum set inserted into the infusion pump. Air in the line was observed in the distal tubing connecting to the cassette outlet port. The complaint of distal air into the tubing can be confirmed. The probable cause is unknown without the return of the used set. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Initial reporter complete phone number: (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the reporter stated that the "IV pump's keep allowing distal air into the tubing during use on a patient. They either have to aspirate air, often 3-5ml, or turn off the pump as they can no longer use this line. The product is contaminated or contain a biohazard or chemotherapeutic agent. The product is not reprocessed or re-sterilized prior to use. Medication used was herceptin. There was patient involvement, no patient harm and no delay in therapy.